Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated b5 and d11 (concomitant device). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had a b30 (scope communication error) error code. The issue occurred before a diagnostic robotic-assisted bronchoscopy with ebus (endobronchial ultrasound). The procedure was delayed, subsequently cancelled and completed another day. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a b30 scope communication error. It is unspecified when this issue occurred. There were no reports of patient harm.